Event description:
Related manufacturer reference number: 2017865-2022-12724. New information notes that episodes of noise on the patient's right atrial lead were also present, which resulted in oversensing and led to pacing inhibition. This also contributed to the dizziness that the patient was experiencing. The lead was deactivated and replaced on (B)(6) 2021, although the deactivated lead remained implanted. Both the right atrial and right ventricular lead were later explanted on (B)(6) 2022. The patient was discharged post-procedure.

Event description:
New information states that the patient had a surgery to install a new right ventricular lead on (B)(6) 2021. The old lead remained implanted and was programmed to an inactive mode. The patient was currently reported as stable.

Event description:
It was reported that a patient experienced oversensing of right ventricular lead noise, which led to pacing inhibition. No intervention was reported. The patient was stable.